Event description:
In litigation, it was alleged that in 2003, pt underwent laparoscopic surgery during which gynecare intergel was used. Subsequent to this surgery, pt "experienced complications" resulting from the use of gynecare intergel during this surgery.

Event description:
In litigation, it was alleged that march, 2003 pt underwent laparoscopic surgery during which gynecare intergel was used. Subsequent to this surgery, pt "experienced complications" resulting from the use of gynecare intergel during the surgery. Additional information received in 05/2005 noted the following: in march 2003, the pt underwent laparoscopic surgery, during which gynecare intergel was used. Subsequently, it is reported that the pt experienced complications resulting from the use of gynecare intergel during this surgery. Additional information received in 06/2005 noted that the complaint states that the procedure noted took place 03/2003. None of the records sent involve a surgery on that date. These are two surgeries in the record provided 05/2002. Which is a diagnostic laparoscopy, laparoscopic lysis of adhesion, failed laparoscopy converted to laparaotomy, lyses of extensive adhesions of the omentum, bowel and ovaries. This surgery was done due to pelvic pain and a complex ovarian cyst. There is no mention of gynecare intergel use. The second surgery in the records took place on 06/2003, which was a left ureterolysis for retroperitoneal fibrosis with repositioning of the ureter and repair of umbilical hernia. This surgery was done for a diagnosis of extensive abdominal pelvic adhesions with ovarian remnant syndrome. This in no mention of the use of gynecare intergel in this note. Additional information received in 06/2005 noted that in reviewing additional records, "unable to find any documentation of a procedure performed 03/2003. Also unable to find any mention of intergel use." Update: additional information received in 09/2005 noted that there is an operative report from 03/2003 when the pt had a diagnostic laparoscopy converted to exploratory laparotomy, lysis of extensive adhesions requiring greater than 60% of the operative time, and excision and drainage of peritoneal cyst. Findings intraoperatively were "extensive adhesions of the colon, omentum to the anterior abdominal wall, pelvic sidewalls, vaginal cuff, and bladdr. Approx three cm peritoneal cyst revealed fluid. Thin filmy cyst wall capsule." The operative report goes on to state that "just prior to closing the final bit of peritoneal fascia, the gynecare intergel adhesion blocking fluid was injected and the rectus fascia was cinched closed." Medical records go on to state that the pt was discharged in 03/2003 and was to return to the physician office in one week or as needed.

Event description:
Additional info received in 2005, noted the following: in 2003 the pt underwent laparoscopic surgery, during which gynecare intergel was used. Subsequently, it is reported that the pt experienced complications resulting from the use of gynecare intergel during the surgery. Update: additional info received in 2005, noted that the complaint states that the procedure noted took place 2003. None of the records sent involve a surgery on that date. There are two surgeries in the record provided 2002, which is a diagnostic laparoscopy, laparoscopic lysis of adhesions, failed laparoscopy converted to laparotomy, lyses of extensive adhesions of the omentum, bowel and ovaries. This surgery was done due to pelvic pain and complex ovarian cyst. There is no mention of gynecare intergel use. The second surgery in the records took place in 2003, which a left uterolysis for retroperitoneal fibrosis with repositioning of the ureter and repair of umbilical hernia. This surgery was done for a diagnosis of extensive abdominal pelvic adhesions with ovarian remnant syndrome. This is no mention of the use of gynecare intergel in this note.